Manufacturer narrative:
Attempts have been made and no further information on this complaint has been provided. No information on product lot number , which prevent from reviewing the device history records and traceability to find if there is a deviation or non-conformance's to specifications or procedures that may have impacted this event. Other attempts will be done, and investigation still in progress conclusion not yet available.

Event description:
Mobi-c p&f us: implant wasted due to implant holder malfunction. No more information received.

Manufacturer narrative:
This medwatch is submitted to inform that current complaint: (B)(4) is a duplicate of (B)(4). Conclusion for this event was already sent in report 3004788213-2018-00212-1 on january 14th 2019.

Event description:
Mobi-c p&f us : implant wasted due to implant holder malfunction.

Manufacturer narrative:
This event is already treated on (B)(4) and this medwatch is a duplicate of mdr178444. This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. Date of report, event, initial reporter name and address, concomitant medical products, MFR site, report source, PMA/510k, and if follow-up, what type were updated. The product was not returned. Therefore, no product evaluation could be performed. The review of the device history records and traceablity of the implant holder could not be performed as no sufficient information concerning the product, especially its lot number, was reported. From the information provided based on the complaint report, the review of the case with the product manager the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, the surgeon did not follow instructions concerning the peek cartridge removal as reported on (B)(6) 2019. It is clearly stated in the surgical technique that if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps. Repeat on the remaining side (step 14: peek cartridge removal). Root cause: mishandling during peek cartidge removal instruction not followed.

Event description:
Mobi-c p&f us : disassembled and implant-holder malfunction it was reported on (B)(6) 2018 that the surgeon was not able to get the implant holder removed without the first implant coming apart. He also struggled with the second implant. It was reported on the complaint report received on (B)(6) 2018 that the mobi-c implant broke / came apart while the surgeon was trying to remove the implant holder. The implant holder would not come off with the remover. He had to replace implant which caused a delay in closure (probably about 30 min). He had to put a new implant in. Implant reference and lot number reported are inconsistent. The instrument reference and lot number were not communicated by the reporter. Additional information received on december 20th 2018: the complaint description was confirmed that the peek cartridge did not properly detach from the prosthesis in-situ, once in place, resulting in the entire prosthesis disassembly in-situ. Additional information received on january 3rd 2019: the reporter did not know the reference and lot number of the implant holder, it was from the loaner tray that was shipped in to be used with surgeon at (B)(6) center, on (B)(6) 2018. The implant holder was in the tack caddie in the tray. The reference and lot number of the implant were confirmed: (B)(4) and lot#: 5292815. There were no difference in the surgical steps during the insertion of the first and second implant. The depth stop adjustment of the implant holder set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant). The unlocking key was used to remove the implant holder in order to release the jaws axis. The surgeon turned clockwise the unlocking key until the axis was completely released from the jaw. The following steps: while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis, were not followed. The surgeon did it the standard way of squeezing the holes on the sides of the implant holder. No patient impact was reported during this surgery.